Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that while driving to his endocrinologist's office which was over 1 hour away, he started vomiting and vomited 5 - 6 times. He went to the emergency department instead where he was treated and admitted for diabetic ketoacidosis (dka). Upon admission, his cmg displayed 126 mg/dl; however, his bg was 190 mg/dl. He was treated with IV fluids, insulin, and zofran. The patient was discharged the following day. At the time or report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.